Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump was damaged. The customer¿s blood glucose level was unknown. The customer reported that the piece of the insulin pump near reservoir compartment was missing. The customer also reported that they had to change the battery every week and the insulin pump had rejected new batteries. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump passed the operating currents, self test and displacement test. No charge/battery less than expected anomaly and no failed battery test alarm. Insulin pump received with broken reservoir tube lip. (B)(4).